Event description:
It was reported that the pain pump was removed on (B)(6) 2014. It was stated that while patient was constantly on the meds it did not help her at all. Per healthcare provider (hcp) "it should never have been implanted given her age and the amount of pain patient had". Additional information upon further follow-up: fentanyl in the pump had caused patient to itch unbearably and so after about a month the drug was switched to morphine. Morphine helped patient with pain but she had been unsteady, dizzy, nauseous and had several falls, in one of which patient hit her head so hard that she broke her hearing aid. In (B)(6) 2012 a ctmyelogram was done in which the radiologist stated that he could see the wire from patient's scs (spinal cord stimulator) device. On (B)(6) 2013 hcp indicated that patient needed the pump removed and referred patient for a "failed pump removal". On (B)(6) 2013 patient was told that the myelogram was not clear and patient needed another x-ray of the spine. Hcp told patient that it was very dangerous to remove the pump and the catheter but he would do so if patient insisted. On (B)(6) 2013 patient had another x-ray taken and the radiologist also stated that he could see the wire from the stimulator. On (B)(6) 2013 patient felt dizzy and her bp was 218/98. Patient was admitted and had tests. Patient's primary care physician (pcp) decided that patient needed the morphine removed from the pump. Patient¿s pump was then filled with saline. Hcp also informed patient that he would remove the pump and tie off the catheter if patient wished. ¿with two so very different ideas on the pump removal patient had deiced to get a second opinion and had an appointment end of (B)(6) 2013; "this had been a full year of problems for patient with such a decline in health and the prospect of no longer being able to live alone". Patient returned to her hcp in (B)(6) 2014 and the pain pump was removed. It was stated that the hcp did try fentanyl and morphine, neither of which were successful, ¿in fact in the 8 or 9 months with the meds patient fell about 12 times and this caused her to leave the volunteer work that she'd been doing for 38 years and sell her condo and move to a retirement home to be near her daughter; this was devastating to the patient as well as being expensive¿. It was stated that the pain management doctor was shocked that patient had been given the pain pump at her age and with the degree of pain patient had, which patient could manage with medication, although the scs which patient was tested on helped.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8591-38, lot# d29217, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4).